Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had previously undergone an atrial fibrillation ablation procedure was admitted to the hospital due to bleeding from the right femoral vascular access site used for the index ablation procedure. The bleeding episode began at home and was accompanied by low oxygen saturation. Emergency services were called, and the patient was transferred to the emergency department where hemostasis was achieved through manual pressure and application of a pressure dressing. The patient remained in the emergency department overnight for observation, and no further bleeding was noted after removal of the pressure dressing. The patient was advised to discontinue their anti coagulant for three days due to the bleeding and later re-initiated the medication after the bleeding resolved. The patient recovered and the events resolved.